Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to login as an error message displayed on screen. A technical support specialist (tss) reviewed device logs and confirmed that while the username was successfully verified by identity server (ids), the password authentication step repeatedly failed with invalidcredentials, indicating an incorrect or outdated password, a possible password sync issue, or prior lockout. After contacting the customer and advising them to update or reset the password through local information technology (it) team, the customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer experienced an issue while attempting to sign in to the medstation es. When the user entered the username, the system displayed an error message stating "unable to authenticate." After the error message appeared, any attempt to select buttons on the screen caused the station to freeze. As a result, the user was required to reboot the station to recover functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.